Manufacturer narrative:
The device was returned for analysis. The reported ¿there was no blood coming out of the marker port¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar). The prostar device was successfully pre-flushed during prep. Reportedly, no blood was seen from the marker lumen when the device was inserted. The device was removed and the sutures of two proglides were successfully pre-placed. The sheath was upsized to a 12f sheath and the evar was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.